Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion cannula set was leakage around cannula within 3 hours of insertion at abdomen and upper buttocks, which cause the patient's blood glucose level was elevated from 200 to 250 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information available.